Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form properly; they did not close the blood vessel (cysctic artery). Device did not close after fourth firing. They used three new ligaclips with the same result. "Not one working in a good way." The procedure was prolonged minutes. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes out of the patient, because they wanted to know what happened the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).